Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, inflammation, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, inflammation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2018: quality safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 789026) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids, recurrent uti, cervicitis, nabothian cyst, paratubal cyst, adenomyosis, ovarian cyst, perineal pain and endometriosis. (B)(6)2018-surgical pathology report: final diagnosis: uterus, cervix, bilateral· fallopian tubes and bilateral ovaries, total hysterectomy with bilateral salpingo-oophorectomy: cervix: chronic with focal acute cervicitis. Squamous metaplasia. Focal mucosal erosion. Nabothian cysts. Negative for viral cytopathic changes and dysplasia. Uterus: disordered proliferative endometrium exhibiting areas of tubal metaplasia. Benign endometrial polyp. Adenomyosis. Intramural fibrous leomyomas. Negative for significant atypia. Bilateral fallopian tubes: paratubal cysts. Walthard cell nests. Bilateral ovaries! Atrophic ovaries. Inclusion cysts. Concomitant products included medroxyprogesterone acetate (depo provera). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), anxiety ("anxiety"), depression ("depression"), menorrhagia ("heavy bleeding/blood clots during these periods") and menstruation irregular ("painful irregular periods"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2018). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, inflammation, anxiety, depression, menorrhagia and menstruation irregular outcome was unknown. The reporter considered anxiety, depression, inflammation, menorrhagia, menstruation irregular and pelvic pain to be related to essure. The reporter commented: insertion details-left 4 and right 3 3 trailing coils were noted diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: evidence to suggest occlusion of both fallopian tubes, after recent essure procedure. Most recent follow-up information incorporated above includes: on 15-apr-2020: pfs+mr received- new events painful irregular periods, heavy bleeding/blood clots during these periods were added. Lot number were added. New reporter, lab data, medical history, concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 789026) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids, recurrent uti, cervicitis, nabothian cyst, paratubal cyst, adenomyosis, ovarian cyst, perineal pain and endometriosis. (B)(6) 2018-surgical pathology report: final diagnosis: uterus, cervix, bilateral· fallopian tubes and bilateral ovaries, total hysterectomy with bilateral salpingo-oophorectomy: cervix: chronic with focal acute cervicitis. Squamous metaplasia. Focal mucosal erosion. Nabothian cysts. Negative for viral cytopathic changes and dysplasia. Uterus: disordered proliferative endometrium exhibiting areas of tubal metaplasia. Benign endometrial polyp. Adenomyosis. Intramural fibrous leomyomas. Negative for significant atypia. Bilateral fallopian tubes: paratubal cysts. Walthard cell nests. Bilateral ovaries! Atrophic ovaries. Inclusion cysts. Concomitant products included medroxyprogesterone acetate (depo provera). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), anxiety ("anxiety"), depression ("depression"), menorrhagia ("heavy bleeding/blood clots during these periods") and menstruation irregular ("painful irregular periods"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, inflammation, anxiety, depression, menorrhagia and menstruation irregular outcome was unknown. The reporter considered anxiety, depression, inflammation, menorrhagia, menstruation irregular and pelvic pain to be related to essure. The reporter commented: insertion details-left 4 and right 3 3 trailing coils were noted diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: evidence to suggest occlusion of both fallopian tubes, after recent essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc.(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation "), anxiety and depression. The patient was treated with surgery (surgery to remove essure on (B)(6) 2018). At the time of the report, the pelvic pain, inflammation, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, inflammation and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.